Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one patient. Results as follows: date: (B)(6) 2012. Inratio inr: 5.9. Inratio inr: 6.8 (immediate retest/finger-stick). Lab result: 2.9 (venous sample taken within the hour). Patient's therapeutic range 2-3.

Manufacturer narrative:
Comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: (5.9, 6.8), ref: 2.9, mean: 5.2. Calculated mean for reported results is greater than 5.0, and the difference between the results is greater than 2.2. The results are considered discrepant beyond the documented variability for pt/inr testing. Further testing was pursued. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot 262183. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Root cause could not be determined. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. Twenty two (22) discrepant result complaints were reported for lot 262183 yielding a complaint rate of 0.00860%. Due to this low occurrence rate, below the total complaint action threshold of 0.07%, corrective action is not required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.